Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed

Event description:
While performing an investigation on the customer's adc meter a blank screen was observed. This MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Meter powered on with button depression and test strip insertion. No new issues were observed. Blank screen was not observed. The complaint was not confirmed. This serves as a correction report. Section date of event was incorrectly documented in initial report. Section has been corrected.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.